Manufacturer narrative:
(B)(4). The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on 22jan2020, that a consumer was diagnosed with corneal ulcer on the right eye(od) on (B)(6) 2019 while in pakistan. It was reported that the symptoms included red eye, which progressively got worse, and pain due to light sensitivity which prompted the consumer to seek an eye care professional in pakistan. The consumer was prescribed with an antibiotic and steroid, specifics were not provided nor were duration and dosage. It was reported that the therapy was completed and the consumer was advised to resume contact lens wear.

Manufacturer narrative:
Sample was received in sealed blister pack, was found to meet manufacturing specifications for package integrity, solution osmolality and ph, base curve, diameter, surface and edge visual criteria. There are no other similar complaints reported on this lot. From the DHR finishing review, there is no any abnormalities observed during the manufacturing of this complaint lot. This lot has passed all the requirements as in accordance of approved procedure and quality sampling inspections prior to release. Results from the verification activities however found that the returned sample was found in specification. No any contributing factor found during the manufacturing investigation. There is no nonconformance reported during the manufacturing of this lot. No contributing factor identified in the manufacturing investigation. Product evaluated are resulted with met specification. No CAPA will be addressed and this complaint will be closed as inconclusive product met specification. The manufacturer internal reference number is: (B)(4).